Manufacturer narrative:
The device was not returned for evaluation as it was implanted. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. As the device was not received, the root cause could not be determined.

Event description:
It was reported during surgery, a 2.3mm non-locking screw (part number co-n2318) went through the oblong hole on the radial head plate (part number 70-0098). The screw was unable to be extracted and was left in the patient after "a long process of burring the screw down to flush with the bone". The surgery was completed using a plate from a different manufacturer. This issue prolonged the surgery by 3 hours, and an additional incision on the opposing side had to be made in order to burr the screw flush to the patient's bone. This report is related to report number 3025141-2023-00718 for the other device involved in this event.